Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which time the lead was explanted and replaced with a new model.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the patient's scs system was not providing effective pain relief. As a result, surgical intervention may be undertaken as the next course of action to address the issue.